Event description:
Based on initial info received on (B)(4) 2011, the case was assessed as non-serious, based on additional info received on (B)(4) 2011, the case was reassessed as serious due to treatment with intralesional injection of triamcinolone and prednisone. Initial info was received from physician via sales rep on (B)(4) 2011: a female pt initiated therapy with poly-l-lactic acid (sculptra, lot# and exp date unk) at unk sites on unk date for facial lipoatrophy. The pt had 2 visual nodules in her right cheek on unk date. Her nodules in the right cheek came down with intralesional triamcinolone (kenalog) injection. She had bilateral lower eyelid edema which could be very pronounced, but resolved completely with prednisone shortly after discontinuing. This occurred one week after the 4th treatment (1 vial each) resolved with prednisone, then recurred with a vengeance five weeks later, and she was just off the prednisone again on (B)(6) 2011. The physician suspected it was from lymphatic compression in the medial cheek area as this is where the physician concentrated some of her efforts on the last visit and is in the region where the lower lid may drain. The physician was considering using dilute injections of triamcinolone. Concomitant medications and medical history were not provided. No further relevant medical info reported. Additional info for poly-l-lactic acid (sculptra) (lot number/exp date not provided) from product technical complaint report case ID (B)(4) dated (B)(4) 2011, received by (B)(4) on (B)(4) 2011: batch record review check list was without hint to root cause. An investigation has been performed and the results are discussed here as follows: since no batch number was communicated, the documentation relevant to all the sculptra batches still on the us market and not yet expired was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the event occurred have been picked out. The verified batches were: batch a9029, batch a9030. Batch a9033, batch a0034, batch a0035, batch a0036, batch a0037, batch a0038, batch a0039, batch a1040, batch a1041, batch a1042, and batch a1043. The analysis certificate at the release step of all the batches listed above have been re-checked and all the results were conforming to specifications. Nevertheless, since we have not received the complaint sample, we reserve to close this complaint as no conclusion possible for the lack of an important element of eval that is the complaint sample itself. Conclusion: no investigation possible. Additional info was received from the physician on 25-oct-2011: gender, outcome, treatments (upgraded case to serious), additional event added and narrative updated.

Manufacturer narrative:
Additional info dated (B)(4) 2011 is considered non-significant.